Event description:
Tubing on top-fill enteral nutrition bag reversed. Pump was thought to be defective, because it could not be started using the defective bag. After inspection of the bag, the defect was discovered.